Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event "two weeks ago". On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency and duration not reported) injected to the pd solution intraperitoneally for the event. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. The action taken with the dianeal therapy was not reported. Additional information was unable to be obtained.